Manufacturer narrative:
A ge service representative performed an onsite investigation. A fuse in the workstation was replaced and a new power supply module was ordered. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was no display on the workstation monitor. No patient injury was reported.